Manufacturer narrative:
This report is submitted on july 3, 2020.

Event description:
Per the clinic, the internal magnet was explanted on (B)(6) 2020, due to an infection at the implant site due to the patient picking at the skin over the implant site.